Event description:
It was reported that during a CABG procedure, the product was brand new. Error sound occurred. Same defect occurred for two products in a row. Another device was used to complete the case. There were no adverse consequences to the pt.